Event description:
Customer obtained results of 333mg/dl and 70 mg/dl within 10 minutes on the accu-chek aviva system. Customer self-treated and felt better within 10-15 minutes. No adverse event reported. New system sent to customer and return requested.